Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer dropped the pump in water and the touch screen was intermittently delayed in responding to touch. The customer's blood glucose level went up to 400 mg/dl and was addressed with a bolus. The customer confirmed that an alternate method of insulin delivery was available.